Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared a battery status of end of life (eol) earlier than expected due to a charge time greater than 30 seconds. A device replacement was not scheduled as the patient is in hospice and has a do not resuscitate order. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.